Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there was a check IV set error. There was no patient involvement.

Event description:
It was reported that there was a check IV set error. No patient involvement was noted.

Manufacturer narrative:
Additional information: the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/16/2009 to present date 10/08/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.